Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day following implant of the right ventricular (rv) lead the sensed r-waves have dropped. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.